Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve at a depth of 3-7 millimeter (mm), within a patient with left ventricular outflow tract (lvot) and annular calcium, echocardiogram indicated moderate to severe paravalvular leak (pvl). A post-implant balloon aortic valvuloplasty (bav) was performed using a 25 millimeter (mm) non-medtronic balloon. Following the bav, moderate pvl was still present. Subsequently, a second valve was implanted at the same depth. Following implant of the second valve, echocardiogram indicated the pvl had reduced to mild. No additional adverse patient effects were reported.